Event description:
It was reported that there were questions regarding diagnostic atrial arrhythmia percentages. It was discussed how the diagnostic parameters collects data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.